Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare field representative that some condensates were found in an rt340 adult dual heated with evaqua breathing circuit. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual heated with evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in the inspiratory and the expiratory tubes of the returned rt340 adult breathing circuit was tested using a multimeter. Fph also requested specific details of the set-up and environmental conditions but no information was received from the hospital. Results: the electrical resistance of the heater wires were within specifications and the device was found to operate as intended. A lot check revealed no other complaints of this nature for lot number 100730. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. No fault was found with the returned rt340 adult breathing circuit and we are unable to conclude exactly what caused the condensation in the breathing circuit. It is however possible that set-up and environmental conditions may have contributed to the problem. No patient consequence was reported as a result of this incident. (B)(4).

Manufacturer narrative:
(B)(4). The rt340 adult dual heated with evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The rt340 breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual heated with evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in the inspiratory and the expiratory tubes of the returned rt340 adult breathing circuit was tested using a multimeter. Fph also requested specific details of the set-up and environmental conditions but no information was received from the hospital. Results: the electrical resistance of the heater wires were within specifications and the device was found to operate as intended. A lot check revealed no other complaints of this nature for lot number 100730. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. No fault was found with the returned rt340 adult breathing circuit and we are unable to conclude exactly what caused the condensation in the breathing circuit. It is however possible that set-up and environmental conditions may have contributed to the problem. No patient consequence was reported as a result of this incident. (B)(4).

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare field representative that some condensates were found in a rt340 adult dual heated with evaqua breathing circuit. This was observed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that some condensates were found in an rt340 adult dual heated with evaqua breathing circuit. This was observed during use on a patient. No patient consequence was reported.